Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patients stroke occurred on (B)(6) 2025. It was noted the patient had been admitted beginning (B)(6) 2025. The patient was treated through changing of medication and discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted controller event log files revealed no notable events or alarms, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s clarification of the patient's stroke and the event date; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke and other neurological events (not stroke related) and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. Section 6, under "anticoagulation", also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The stroke occurred on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was alert although with some altered mental status. At a later time, a head computed tomography (CT) scan was taken and found that the patient had suffered a left cerebellar stroke on (B)(6) 2025, with interval development of a small subacute left cerebellar infarct without associated hemorrhage or mass effect. The electroencephalogram (eeg) was negative. The patient was treated through medical management, recovered, and was discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file captured events from (B)(6)2025. The file revealed no notable events or alarms, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s seizure; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an episode where they became unresponsive due to a seizure at approximately 10:15 on (B)(6) 2025. There were no alarms or warnings from the left ventricular assist device (lvad) or system controller. Upon arrival to the emergency department (ed) the patient was alert, with a mean arterial pressure (map) of 72 mmhg. An electroencephalogram was taken, and no further seizures or unresponsive events occurred. Log files were submitted for review and found no unusual events, and it appeared that the equipment was operating as intended.